Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported when the weck boat clip was inserted into the large hem-o-lok clip applier instrument, the instrument would not close completely to apply the clip to the tissue. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Isi has not received the device for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument exhibited imprecise motion when the master tool manipulators (mtm) were manipulated. A visual inspection found no signs of physical damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument would move partially in the intended direction, but not complete movement fully. A lag was observed, or the instrument would just stop moving. The instrument's grip tips were not moving intuitively, i.e. They were not following the mtm input command smoothly. Further evaluation found the large hem-o-lok clip applier instrument was found to have an input disk cracked. The input disk #6 was found cracked inside the housing.

Event description:
Refer to h10/h11 for follow-up information.